Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on tip clamp and sleeve in the reported problem area of the pipetter assembly. Fse cleaned sleeve and tip clamp. The instrument was inspected, tested without further problem, and returned to service.